Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6., d.7.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: red particles in the surface of the shell, voids in the gel and overweight. The weight report is reviewed, where it is shown that all the weighed units comply with the specified weight. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported capsular contracture baker grade iii for left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii it is unknown if the device has been explanted.

Event description:
Healthcare professional reported capsular contracture baker grade iii for left side. Status of the device is unknown.